Event description:
It was reported that the patient's implantable neurostimulator (ins) was charging more than expected. The patient was implanted yesterday ((B)(6) 2012) at 8 am and that ins went form 100% down to 10 % (reviewed quartiles 25%). The patient had a group with 3 programs, but that only one program was being used at the following parameters: 5.0-7.0v, 450pw, 60hz, 2 negative and 2 positive. A longevity estimate was performed using an estimated impedance of 500 ohms; "4.42 days form 100%-0%" the patient had turned her ins off in order to minimize need to recharge. The patient had an appointment to check the impedances on next thursday (after the call day). The patient's ins battery drained overnight. This had happened 3 times. The patient had 1 group and 3 programs but she only used 1 program at a time. The impedance was checked and they were very low around 100 ohms. The electrode impedance were also low and current was high especially for adjacent pairs 0-8 285, 1-9 301, 2-10 325, 8-9 284. Electrode programming for 1 was 0-, 1, 8+, 9+. The program 2 was 1-, 2-, 9+, 10+, program 3 was 0-, 2-, 4+. The patient mostly uses program 2. The leads were in cervical location. It was suspected that the leads were too close causing low impedances and especially at night when the patient was laying down on pillow. Additional information indicated that the patient met the manufacturer's representative on (B)(6) 2012. The patient was reprogrammed at that time and was getting good stim and not experiencing loss of charge. Amps were reduced significantly also. On (B)(6) 2012, the patient called the manufacturer's representative that she was getting jolting on the top of her head. The patient was scheduled to meet the manufacturer's representative on (B)(6) 2012, but the patient didn't show up for the patient had a migraine. The patient was rescheduled an appointment on (B)(6) 2012 at 1 pm.

Event description:
Additional information received reported that the patient saw a "lightning bolt on the top of her head." It was stated that this was noticed when the second program was on. It was unclear whether the "lightning bolt" comment referred to the programmer. Impedances on electrodes 0 and 8 were less than 50 ohms at default settings. It was indicated that the patient was not receiving stimulation on the left side of their head and neck. Reprogramming was completed on (B)(6) 2012. It was also noted that the patient had had several neck surgeries and had titanium in their neck. It was further reported that the "issue had been resolved." No further information was reported at this time.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37746, serial#: (B)(4), product type: programmer, patient. (B)(4).